Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected in the lips with juvéderm® volbella® xc. About 4 months later, the patient was injected in the lips with a syringe of juvéderm® volbella® xc. About 2 months and 3 weeks later, the patient¿s lip was huge, swollen, and felt like rocks. On the same day, the patient was treated with hylenex® and medrol pack. The symptoms have improved, but they have not fully resolved. This is the same event and the same patient reported under MDR ID # 3005113652-2019-00395 (allergan complaint # (B)(4)). This MDR is being submitted for the first injection of juvéderm® volbella® xc.